Event description:
It was reported the catheter was being placed into the patient's lower arm in the emergency department. During catheter placement, when the wire was being removed, it unraveled. It is not clear if they had to use a new kit to complete the procedure or if they were able to leave the catheter in place. There was a delay in treatment but no patient death or complications were reported.

Manufacturer narrative:
(B)(4).